Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 17, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to the non-conforming printed circuit board (pcb) and was subsequently replaced. An internal investigation was opened on this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system would not cut. Additional information has been requested, but none has been received to date.